Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transrectal during a fluid collection drainage procedure performed on (B)(6) 2022. During the procedure, the handle broke during deployment and the stent was removed partially deployed from the patient. The procedure was completed using another stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted for a peri rectal collection drainage procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement of a peri rectal collection.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of stent partially deployed. Medical device problem code a0401 captures the reportable event of handle break for peri rectal collection indication. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was returned partially deployed. The delivery system was returned in position "2". Visual examination of the returned device found the luer lock detached. A destructive inspection was performed to inspect the inside the handle at the luer lock. Microscopic inspection was performed and evidence of adhesive in the lad nose and the luer lock were found. No other problems were noted to the stent and delivery system. The reported event of stent partially deployed was confirmed. The reported event of handle break was not confirmed as there were no damages noted on the handle and the luer detachment could have been perceived by the physician as handle break. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the instructions for use (IFU) / product label. The IFU states, "the axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transrectal. The investigation concluded that the luer detached is traced to manufacturing related problem. An investigation is in place to address this problem. Therefore, a review and analysis of all available information indicated the most probable cause is manufacturing deficiency. An investigation is in place to address this problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on march 09, 2022 that a hot axios stent was to be implanted transrectal during a fluid collection drainage procedure performed on (B)(6) 2022. During the procedure, the handle broke during deployment and the stent was removed partially deployed from the patient. The procedure was completed using another stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted for a peri rectal collection drainage procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement of a peri rectal collection.